Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was not detected on bus. A field service engineer accessed the hardware test application (hta) and successfully opened the doors through the software test, with all results passing. To address the issue, moved the med cart cable to another port and reconfigured the tower, which resolved the problem. A follow-up software test in hta also returned passing results. The user then performed inventory of medications from all four doors without encountering any issues. The system functioned as intended after the field service engineer repaired the device.